Event description:
It was reported that the device flickers.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was powered up, loaded the correct software, and went into standby mode. The bulb ignited as specified. Run mode was selected and the variability of the light intensity was checked. No errors occurred. Functional testing was performed on the product and included the following: lightcable safety; door switch; cable/jaw interaction. All tests were successful. Measurements were taken on lumen output and boost voltage. The measurement for boost voltage was within specification. The measurement for lumen output, however, was out of specification. The original bulb was installed in a known good x7000 lightsource and a measurement was taken on lumen output. The measurement was out of specification. However, the reading was higher than it was when measured in the returned product. The root causes of the reported failure include the following: defective integrating rod; defective bulb. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.